Event description:
It was reported that the implantable pacemaker recorded an automatic safety switch from bipolar to unipolar due to this right ventricular (rv) lead pacing impedance showing greater than 3000 ohms. Technical services (ts) reviewed the device data and discussed the unipolar impedance is showing within range for the next following days close to 450 ohms. There was no noise observed in the logbook, however, ts discussed the high impedance could be related to a brake of the anode conductor and it was advised to perform an in-office evaluation of the rv lead. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker recorded an automatic safety switch from bipolar to unipolar due to this right ventricular (rv) lead pacing impedance showing greater than 3000 ohms. Technical services (ts) reviewed the device data and discussed the unipolar impedance is showing within range for the next following days close to 450 ohms. There was no noise observed in the logbook, however, ts discussed the high impedance could be related to a brake of the anode conductor and it was advised to perform an in-office evaluation of the rv lead. Additional information was provided. A lead revision was performed and the rv lead was explanted and replaced without complications. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.